Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. The patient lost consciousness on (B)(6) 2024 in her kitchen without previous symptoms. She was not able to take a bg reading before she was taken to the hospital. The patient couldn´t remember what the cgm readings were before she passed out. The neighbor's daughter was the one who called the ambulance. When the patient arrived at the hospital, the cgm reading was low, and the bg reading was 150 mg/dl (no information if these values were post-treatment). The patient was treated with 2 glasses of apple juice, 2 glasses of orange juice, sugar water and toast with peanuts. Before the patient was discharged the bg reading was 300 mg/dl. The patient regained consciousness after 1 hour and was discharged after 3 hours on the same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator after the patient passed out. The reported glucose values fall within the c zone of the parkes error grid while being checked in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.